Event description:
The customer reported that the visera 4k uhd camera control unit wasn't producing an image while in use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their experience with the olympus camera control unit. She stated that there was no image on the boom monitor. She later noted that running the cable to the monitor directly caused the image to returned. Therefore, she believed the issue was with a different manufacturer's boom arm, or possibly the integration of the two components. The sales representative is reaching out to the manufacturer of the boom arm for a collaborative repair and is planning to return to the customer to integrate the devices again at a later date following the repair. At this time, the device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. Corrected data in section e2. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided by the facility, the reported failure was a result of the other manufacturer¿s boom arm. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided on (B)(6) 2021 noting that this event occurred prior to the procedure.